Event description:
It was reported that the device was in use for infusion for treatment of primary pulmonary hypertension (drug name not provided). The reporter stated the device leaked on day 2 of the infusion. The reporter stated the patient switched to another tubing to continue the infusion. No adverse effects to patient reported.